Event description:
Olympus was informed by the biomedical engineer at the user facility via repair request that the customer high-definition camera head has no image. The customer reported problem was found during reprocessing. No death, injury or harm was reported. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was unable to confirm/reproduce the customer reported problem. The image worked appropriately. The inspection did indicate the cable unit was found to have kinks and a cut. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.